Event description:
The customer reported that they were having table movement issues. On (B)(6)-2012, the philips field service engineer (fse) determined from the system logs, that the unload button on the left gantry control panel had stuck engaged. This occurred while the system was not in use. If this malfunction were to recur during a pt procedure, there is potential for pinching, entrapment and removal of patient medical tubing (i.e. Ventilator tubing, IV tubing, etc.) As a result of this malfunction.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).